Event description:
As reported by the user facility information by (B)(4) sales organization in ireland: "underinfusion" according to the customer: "pump returned to b. Braun for repair with paperwork that stated the following: blood transfusion commenced at 15:45 to complete at 19:15, no issues throughout transfusion. At 19:10 staff nurse went to patient to complete observations and noticed the blood had not fully transfused. Additional information provided by reporter: asset ref: (B)(4). Datix incident: (B)(4). Device time one hour behind. Device history reports 325ml volume to be infused over 3.5 hours at 14:44. Rete: 92.86 ml/hr act volume infused 3.25ml at 18.16 surplus fluid remained in blood bag post delivery. Awaiting photographs. News checked and stable. Photographs obtained of blood bag and rate. Rate of infusion checked and all correct. Medical doctor on ward informed, advised obtain fbc and discharge patient. Blood bank contacted and advised to store blood in bag sent from there."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4) the complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: m030002. 2.5 hours of operation: 23346. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. A space line was inserted, and the infusion started with a rate of 92,86ml/h and a volume of 325ml. Three and a half hour the infusion was finished. During the infusion, one pressure alarm occurred. The reason for the alarm could not be clarified. No abnormalities could be found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,42 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,06 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,98 bar (should be: 1,8-2,5 bar). Pmin: is: 1,62 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,73 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,02%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.